Event description:
Healthcare professional reported approx. 3 weeks after the injection with an unspecified juvederm volume in the "arionettes". Patient presented to the healthcare professional who observed the following: "injection sites were swollen, hard, lumpy, red, and painful to touch." Patient was prescribed "cortisone and an antibiotic". Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of "swollen, hard, lumpy, red, and painful" injection sites are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.